Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Visual inspection revealed that the label on the bag noted that the device was filled with the drug marcain. Further visual inspection revealed a small particle of residue in the bag. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review will be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500ml eva bag had particulate matter in the bag. The reporter described the particulate matter as ¿a piece of white trash.¿ this was noted after filling using a sterile filter. There was no patient involvement. No additional information is available.